Event description:
When patient was being assessed, noted brownish red colored fluid in ventilator water heater. Unknown as to where or what became of product. Bio-med engineering was last to evaluate. This was considered an error that reached the patient and required monitoring or intervention to confirm that it resulted in no harm to patient. Patient has since been discharged since event and re-admitted due to unrelated medical condition.